Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility reported that the issue was resolved by turning the power switch on. No additional issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
Olympus received a report from a biomed stating that the high definition liquid crystal display (lcd) monitor was not powering on. No patient involvement or harm was reported. No additional information was obtained.